Event description:
During a radial vein harvesting procedure, the tip of the scissors blade broke and fellinto the patient's arm. A replacement unit was used to complete the procedure. The h ospital did not report any pt complications.